Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed. Which revealed, that the distal weld at the jaw housing had failed. And the jaws no longer close when the device was actuated. Additionally, the handle function was not smooth and consistent. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures. And a device is not released, if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed, in scrap related to the complaint issue. The investigation into the cause of the reported problem was able to confirm, the failure mode of distal weld failure. In addition, to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. That there was an issue with prestige atra grasper (part #8360-10). According to the complainant,during inspection the device was noted to have weld broken at shaft. The complaint device was returned to the manufacturer for evaluation. There was no patient involvement and the malfunction did not cause or contribute to a procedural delay. The malfunction is filed under aic reference (B)(4).